Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device displayed a "machine pressure sensor autozero failed (ec 1108)." It was reported that the device was in use at the time of the event, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Additional information information was received that there was no patient involvement when the issue occurred. There was no patient or user harmed due to the reported event. The service engineer (se) confirmed reported problem, "automatic zero failure of proximal pressure sensor. The se started the machine and entered the diagnostic mode; it was then noted that the logs were checked and the error code 110a was observed. The se determined that the data acquisition board was faulty. The data acquisition board was replaced. The device was fully functional.